Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a atypical flutter ablation procedure a intellanav mifi open-irrigated was selected for use. After opening the catheter and placing it on the sterile field, it was observed that the tubing of the irrigation port on the catheter handle was sheared. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.